Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. Elevator marks were noted on the shaft of the catheter. X-ray imaging of the distal tip showed no problem with the redistribution layer (rdl). No camera wire damage was observed in x-ray imaging of the distal end and in the pebax region of the catheter. X-ray imaging of the handle showed no problem with the breakout region or camera wires around the strain relief. X-ray imaging shows potential damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problem with the glue feature. There were signs of potential corrosion to the camera wires at the glue feature in the form of discoloration. The umbilicus of the device was returned broken. The two halves of the umbilicus shell were separated, and the umbilicus cable was exposed. The circuit board that is usually housed inside the umbilicus was not returned with the device and an image test could not be conducted. The reported complaint regarding visualization was not confirmed. The returned device for analysis came with the umbilicus broken; both halves of the umbilicus shell were separated, and the umbilicus cable was exposed. The circuit board that is usually housed in the umbilicus and connects to the controller to yield an image was not returned with the device. An image test/assessment could not be conducted as a result. Based on the related gfe record, the damage to the umbilicus housing was done before the device was in bsc control, but after the device was used; therefore, the damage to the umbilicus housing is not considered as a potential cause to the reported visualization problem. X-ray assessment and visual inspection of the camera wires at the handle show potential signs of corrosion to the camera wires; however, without the circuit board, an image test cannot be conducted to verify if damage to camera wires contributed to a visualization problem. Based on all gathered information, the probable cause selected for the visualization problem is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the visualization from the spyscope ds ii was loss. The electrohydraulic lithotripsy (ehl) probe couldn't be used because no image was available and the stone couldn't be removed. They tried to disconnect and reconnect the device, but nothing happened. The procedure was not completed due to this event and no other spyscope available. It was reported that a pancreatic stent was placed inside the patient for drainage and a new procedure has to be planned. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on july 24, 2023. During the procedure, the visualization from the spyscope ds ii was loss. The electrohydraulic lithotripsy (ehl) probe couldn't be used because no image was available and the stone couldn't be removed. They tried to disconnect and reconnect the device, but nothing happened. The procedure was not completed due to this event and no other spyscope available. It was reported that a pancreatic stent was placed inside the patient for drainage and a new procedure has to be planned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.